Event description:
It was reported that wire has a burr at the end of the tip. A 35/260 (bx/5) amplatz super stiff¿ guide wire was selected. The physician noticed that the device has a burr at the tip of the wire. There was no peeling in the coating, the tip is not smooth and has rough edges. The device never went inside the body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch and the unit returned has body kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents a jump coil with a foreign material on it, and the body kinked at 221.1cm and at 251.2cm approx. From the proximal end. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that wire has a burr at the end of the tip. A 35/260 (bx/5) amplatz super stiff¿ guide wire was selected. The physician noticed that the device has a burr at the tip of the wire. There was no peeling in the coating, the tip is not smooth and has rough edges. The device never went inside the body.